Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the left ventricular lead had become dislodged. The patient was asymptomatic. The lead was successfully explanted and replaced.